Event description:
The reporter stated that the surgeon attempted to insert an aq1016v three piece silicone lens. The lens would not advance in the cartridge prior to insertion into the eye. No patient contact or injury. The cause of the lens not advancing in the cartridge was due to the lens being mis-loaded.